Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that shaft break occurred. A 3.50 x 30mm agent balloon was selected for treatment of restenosis. During procedure, balloon broke. Procedure completed using an alternate device and no patient complications reported.